Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported during a pre-use check in s/t (spontaneous with timed backup) mode, the vt (tidal volume) displayed on the monitor of the unit was different by 10% from the value measured by a measuring instrument. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the issue could not be duplicated. No anomaly was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.